Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose motor support disk. Unable to perform further functional testing due to the alarms. The insulin pump was received with a missing end cap sticker.

Event description:
The customer reported an error alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.